Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 820806. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing left rib pain. Imaging confirmed that the lead migrated. It was also reported that the implantable pulse generator (ipg) would not couple with the charger. The patient underwent spinal cord stimulation (scs) replacement/repositioning procedure.